Event description:
The customer reported being in the emergency room due to low blood glucose of 14mg/dl. The customer stated that her insulin pump delivered 30.0 units of insulin into her body. Troubleshooting was performed, and she was unsure if the drive support cap was protruded or loose. The caller mentioned that the insulin pump alarmed while attempting to rewind and prime. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No alarm or rewind anomaly noted. Unable to perform the occlusion test and excessive no delivery test or test the insulin indicator icon due to prime/fill anomaly. The insulin pump had a scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.